Manufacturer narrative:
The lot number was not provided; therefore, a review of the manufacturing records could not be completed. One large clearsight finger cuff was received. No visible damage was noticed from the returned unit. Pressure cuff inflated without any leakage during leak test which was performed both before and after decontamination. Information such as serial number, lot number, size, manufacture date of the unit were available during eeprom verification. Electrical testing also showed that all elements such as shield, led, and photodiode of returned unit were ok.

Event description:
It was reported that inaccurate co value was indicated when clearsight finger cuff was used to monitor a dialysis patient with edema. Indicated co value was 2.0 ml/min and the blood pressure was around 90/70mmhg. The customer did not mention specific expected co value, but they were not expecting 2.0ml/min because the cardiac function and the wall motion of the heart of the patient was well. The blood pressure measured with the automatic sphygmomanometer showed 135/75mmhg. The cuff was exchanged but the problem was not solved. Then the cuff was changed from the middle finger of the right hand to the index finger of the right hand. Although the cuff was changed to the index finger, it was applied to the distal phalanx of the finger due to edema and also because the patient¿s finger was thick and short. After changing the cuff to the index finger, the blood pressure and co values varied from 135/75mmhg to 90/70mmhg and from 2.0ml/min to 3.0ml/min, but the measurement was relatively stabled. The patient was not treated based on the incorrect value. Error message is unknown. There were no patient complications reported.